Event description:
Spontaneous call from nurse (B)(6) stating that this patient will be needing a new pump for their next infusion, the current one is malfunctioning and needs service. The husband accidentally walked into the pump and it hit a wall very hard and since then is not functioning. The nurse was unable to troubleshoot it to get it to work again. They are finishing up the remainder of the infusion without it but would like a new one sent and a return box for the current one. Device available for return. No missed dose or adverse event reported. Reported to (B)(6) by health professional.